Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, on (B)(6) 2011, the patient returned for a follow-up appointment and complained of the sutures being tender and continued to experience urgency. Medication was prescribed to for the urgency. The patient returned to the physician¿s office on (B)(6) 2011 and complained of pain and pinching along with urgency. The patient refused to take medication for the urgency. After the physician¿s examination, no mesh was present and the sutures looked good. On (B)(6) 2011, the patient returned and complained about an over active bladder. A new medication was prescribed. In (B)(6) 2011, the patient requested that the mesh be removed though the patient did not show up for the surgery. On (B)(6) 2012, the patient was prescribed detrol for continued urinary incontinence. On (B)(6) 2012, the patient complained of frequent urination and again, requested that the mesh be removed. The patient was scheduled for surgery in (B)(6) 2012 and cancelled the procedure. The physician scheduled an ultrasound for (B)(6) 2013 and the patient was not present. The mesh was removed from the patient on (B)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.